Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake/touch contamination (coded to peritoneal dialysis complication) and bacterial peritonitis with culture positive for gram positive organism, gram negative organism, and (B)(6) epidermidis in patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, the patient became sick again, which did not involve hospitalization. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The nurse did not provide information regarding treatment. Dianeal therapies were ongoing at the time of the events. The patient was recovering from the events. It was not reported whether the event of patient touch contamination resolved. Per the nurse, the event of bacterial peritonitis with culture positive for gram positive organism, gram negative organism, and (B)(6) was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number; h10e16045 with no defects noted. The as determined cause was poor aseptic technique. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. Reportedly, the device was explanted after an implant duration of approximately four months (4.37 months) due to unknown reasons. The same model and size device (B)(4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.